Event description:
Consumer stated: "these were easy to use, no fitting or boiling involved. You do need to only use them for 3 or 4 days, because they quickly become too flexible to stay where you want them. However, my biggest problem is that over the course of a few months (six maybe?) My teeth slowly realigned themselves, and I was left with tooth pain from uneven pressure points on the back of my jaw. My molars just sort of realigned, and then there was discomfort that just got worse and worse over a couple weeks. A trip to the dentist, some edge grinding to remove the pressure points, and it's still taking time to recover from this." No contact information provided, unable to retrieve product or ask for further info.